Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after cassette replacement and priming were completed and infusion was started with the solis, occlusion alarms occurred frequently. Per reporter they replaced the cassette with the one that had been used until then and checked, but no occlusion alarms occurred. They refilled the cassette with new liquid and replaced the cassette. No more occlusion alarms have occurred since then. There was also no resistance when refilling the cassette that was being returned this time, and it was possible to fill it as usual. The event occurred at the patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
A1 - patient identifier: updated. D1, d3 and d4: updated. H3 and h6 codes: updated one sample was returned for evaluation. A lot history review could not be conducted as no lot number(s) were provided. Visual inspection revealed no damage or anomalies. Functional testing was performed, and no alarms or priming difficulties were observed with the cassette. The reported complaint of frequent occlusion alarms could not be replicated or confirmed on the 250 ml cassette.